Event description:
Spacelabs distributor itemedical, reported that the hosp nursing staff alleged the central station monitor did not produce an audible alarm when a patients heart rate went into a vfib condition.

Manufacturer narrative:
Upon investigation, we have determined that there is a defect that causes the software to lock-up and no longer process data, including critical alarms. As a result, we have added a routine in the software that will detect the software lock-up and generate a high-priority alarm (audio and visual). The user will be directed to a single key in the main ECG menu that will re-initialize the module and resume pt monitoring. Spacelabs installed this software at all other countries telemtry sites. This field corrective action was limited to other countries as, at that time, there had been no reports of similar issues outside of other countries. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required.